Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava/organ/muscle perforation, embedment, physical limitations, shortness of breath, pain, depression, hopelessness. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical limitations, shortness of breath, pain, depression, hopelessness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010 via the right femoral approach; followed by a successful percutaneous removal (B)(6) 2018. The patient alleges vena cava (vc) perforation, fracture, fragments remain and extend into l3 vertebral body and right of the psoas muscle. Patient further alleges difficulty performing straining tasks; shortness of breath; pain, extremely depressed, and constant feeling of hopelessness. Per the retrieval report (successful): "ivc filter retrieval." "Fracture filter." "Initial scout radiographs demonstrated a fractured inferior vena cava filter. 1 leg projects over the right lower quadrant. 2 legs projects above the main body of the filter separate from the main body. Another leg is fractured with half still attached to the filter and the other half embedded in the l3 vertebral body." "Successful endovascular retrieval of all intravascular inferior vena cava filter components." Per the report from computerized tomography (CT): "fragments of the filter remains at the anterior aspect of the ivc on series 2 image 42, extending into the l3 vertebral body on series 2 image 49 and is 4 image 74 and posterior to the right psoas muscle on series 2 image 58." "Interval removal of the intravascular portion of the ivc filter. 3 extra vascular fragments persist as described above."